Event description:
Event was reported to (B)(4) by an attorney. The patient has experienced constant fatigue, stress, headaches, anxiety, depression, constant incontinence, pain, infections, dyspareunia, urinary problems, bleeding, bowel problems, and recurrent sui. No further information has been provided.